Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The blood tubing set and photographs of the tubing were provided for evaluation. The complaint was confirmed as a pin like metal object was in the venous tubing near the luer. All personnel involved in the manufacturing process have been notified and shown photographs of this type of defect to create awareness and prevent recurrence. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: customer reports that a screw/nail type metal object inside the blood tubing. No injury reported.